Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient dob and weight not provided for reporting. Date of event: unknown. UDI: unknown part number, unknown lot number, UDI is unavailable. This report is for unknown transforaminal posterior atraumatic lumbar spacer (tpal) spacers /unknown lot number. Original implant date unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4): this event resulted in the need for additional surgical intervention. 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery at l3-s1 disc levels was performed on (B)(6) 2016. Original surgery date was sometime in 2015 due to the patient presenting with lumbar disc degeneration. A depuy expedium construct was used with synthes transforaminal posterior atraumatic lumbar spacer (tpal) implants. Surgeon implanted the tpal spacers at three (3) levels, l3 thru s1. During revision, surgeon removed two (2) depuy locking caps at the left side of l5-s1 disc level. Surgeon then tapped back into the intervatebral disc space the tpal spacer at the l5-s1 disc space where the tpal implant had migrated. The tpal spacers at the other two levels were reported as fine. Surgeon then replaced the patient with two new depuy expedium locking caps. Surgery was completed successfully and patient is reported as stable. This report is for 1 device this report is 1 of 1 for (B)(4).